Event description:
It was reported that a sacral screw, as part of a spinal system, broke approx 18 months after the initial implantation. There was no injury to the pt and during surgery the surgeon observed that union had occurred so instead of revising the broken screw he removed the entire device.